Manufacturer narrative:
Based on the calibration and qc data, a performance issue with the reagent or the instrument could not be excluded. The analyzer alarm history showed abnormal aspiration alarms which could indicate poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys cortisol ii result for 1 patient tested on a cobas 8000 e 602 module. The initial cortisol result was 63.44 mg/dl. The initial result was reported outside of the laboratory to the patient. On (B)(6) 2019 the cortisol result from the same patient sample was 9.03 mg/dl and the cortisol result from a new sample from the same patient was 8.71 mg/dl. The cortisol result of 9.03 mg/dl was deemed to be correct. The cortisol reagent lot for the initial result was 353228 with an expiration date of 31-aug-2019. The cortisol reagent lot used for the results from (B)(6) 2019 was 3353228 with an expiration date that was not provided.